Event description:
A male patient underwent initial endovascular aortic repair in 2005. Multiple interventions occurred in 2008 for type ii endoleaks and treated with coils and right iliac limb was extended (another manufacturer's device). The patient came to the emergency room on (B)(6) 2011 in severe abdominal pain with 8.9cm abdominal aortic aneurysm. Cta revealed type ii endoleaks and contra iliac limb had come dislodged from the main body (type iii). The patient was treated with open repair successfully. The patient was treated with open repair successfully.

Manufacturer narrative:
Conversion to open repair is labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair was performed in 2005. Type ii endoleaks were treated in 2008. The patient presented emergently (B)(6) 2011 and imaging revealed type ii and type iiia (left limb separation at gate). Open repair was successful. Without additional information or imaging it is difficult to determine etiology of the endoleaks. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.